Manufacturer narrative:
The pump was received with a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) and related svn#: (B)(4) with the same event date of 04-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) and related svn#: (B)(4) with the same event date of 04-feb-2026, listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the primary svn#: (B)(4) and related svn#: (B)(4) with the same event date of 04-feb-2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 11:24:00.000, (B)(6) 2026 02:39:00.000, (B)(6) 2026 05:24:00.000, (B)(6) 2026 05:34:00.000. Sensorerroralert (801) was found on: (B)(6) 2026 23:58:33.000. Sensorexpiredalert (794) was found on: (B)(6) 2026 01:13:34.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 alarm (stuck key alarm) was found on: (B)(6) 2026 16:29:53.000. Upon checking the pump diagnostic trace file, pump error 61 alarm (stuck key alarm) was expected since a button/non-repeating key (menu button) has been held down for more than three minutes. No unexpected pump error 61 alarm (stuck key alarm) noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.89 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the belt clip rails of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and customer alleged pump crack at clip rails. The customer reported blood glucose value of 50 mg/dl. The event involved products mmt-1884. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The products mmt-1884 will be returned for analysis.